Event description:
The advance plunger will no longer extrude cement. There was no adverse consequence for any pt or delay in surgery or anesthaesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results indicated that the cause of this event is attributed to improper cleaning of the cement guns after use.